Manufacturer narrative:
Other text: b3: date of event unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited the cassette was hard to attach/ not pumping liquid/ and under pumps. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged battery compartment. The tamper seal was not broken. A functional test and accuracy test were performed, and the reported issues was duplicated. The cassette was hard to attached, the air sensor was not working which caused the pump not to pump liquid, and the pump was slightly over delivering but within the published specification. The reported issues were related to an intermittent latch lock, inoperable air detector, and intermittent expulsor. As a result, the latch lock, air detector, and trim expulsor were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.